Event description:
It was reported that this right ventricular (rv) lead had been exhibiting a gradual increase in shock impedance measurements over the past year, exceeding 125 ohms and reaching out-of-range values. Technical services (ts) reviewed the event and provided recommendations should the increasing trend continue. No adverse patient effects were reported. This rv lead remains in service.